Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had cracks in the upper right hand corner of the screen that extended upward about an inch. The blood glucose reading was 113 mg/dl. The customer stated that she noticed the damage about 6 or 7 months prior to the call, when she had first reported notice of the cracks. She had stated that the insulin pump was working great and noted that she would consult her doctor before considering replacement of the device. She was unaware of how the damage had occurred. When the customer called back, she reported a crack by the device window on the right side of the screen by the battery compartment. She stated that she probably walked into something or dropped the device every once in a while. Advised replacement of the insulin pump. She confirmed to receive a replacement but declined return of the current device for analysis. Nothing further reported.